Event description:
Advocate stated that customer tested her blood glucose using her breeze2 meter and received a reading of 70mg/dl. She re-tested on her contour meter and received a reading of 214mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. New meter and strips were sent. Customer is expected to return her strips for evaluation.